Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the physician was concerned of possible risk of stroke due to char formation. It was reported by the caller that there was char on the tip of the ablation catheter. The physician was ablating in the left atrium when the force value jumped 10 grams from an average of 15 grams. After the sudden increase in force, the ngen generator displayed an inadequate current error (code unknown) and stopped ablating. Char was discovered on the tip of the catheter when removed from the body. The caller reported that the char was removed from the tip of the catheter and reinserted into the body. Ablation continued. While ablating, the force readings continued to fluctuate and the catheter was removed from the body. Additional char was found on the tip of the catheter. The catheter was replaced and the procedure continued. It was reported by the caller that when the char appeared they were ablating using the qmode+ module. Impedances ranged around 110 ohms. Force values averaged 15 grams. The average act was above the mid-300s. The caller stated that the patient was stable on transfer. The customer¿s initial reported impedance, force and char issues are not considered to be MDR reportable. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 28-sep-2024, additional information was received indicating there were no issues related to irrigation flow or temperature. The physician was surprised char formed on an irrigated catheter. Physician was concerned of possible risk of stroke due to char formation. Based on the new information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the physician was concerned of possible risk of stroke due to char formation. It was reported by the caller that there was char on the tip of the ablation catheter. The physician was ablating in the left atrium when the force value jumped 10 grams from an average of 15 grams. After the sudden increase in force, the ngen generator displayed an inadequate current error (code unknown) and stopped ablating. Char was discovered on the tip of the catheter when removed from the body. The caller reported that the char was removed from the tip of the catheter and reinserted into the body. Ablation continued. While ablating, the force readings continued to fluctuate and the catheter was removed from the body. Additional char was found on the tip of the catheter. The catheter was replaced and the procedure continued. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, force, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char / thrombus residues between the dome and the first electrode. Due to this condition a microscopic inspection to the dome was performed, but no irrigation hole were observed occluded. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. Customer also report that there were some issues with the impedance; therefore, a temperature and impedance test was performed, and no issues were observed. No impedance issues was identified during the analysis. Finally, an irrigation test was performed, and the device was flushing correctly. No irrigation issues were identified a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char / thrombus issues reported by the customer were confirmed. The potential cause of the issue cannot be established. In the other hand, the force and impedance issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, the temperature does not rise, discontinue delivery of energy and check setup. In relation to the impedance issue, the instruction for use (IFU) contains the following warnings and precautions: protective impedance may reduce the risk of burns and permit continuous monitoring of the electrocardiogram during energy delivery. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. In the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. Finally, in relation to the force issues, the instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: contamination of environment by device (c1503) and problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: tube (g04134) / component code: electrode (g0201501) and dome (g04046) were selected as related to the char/thrombus issue reported by the customer. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported force and impedance issues. Note: during product evaluation the lot number of the device was identified. As such, the lot, manufacture date, expiration date and full UDI are now available and have been populated into the appropriate fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 29-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).